Manufacturer narrative:
Additional information: block b5. Block e1: initial reporter address 1 (B)(6). Block h6: device code a0501 captures the reportable event of dart detachment. One capio slim device and half part of suture were returned. A visual examination of the returned capio slim device revealed that 10 riveting pins were in place. No issues were noted with the handle and the cage. However, the carrier was deformed and due to this, the suture could not be loaded. A functional inspection could not be performed because of its condition. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of dart detachment of device or device component could not be confirmed since only half part of suture was returned, it is necessary to analyze the entire suture to confirm the allegation. Therefore, the investigation concluded that the most probable cause for this event is no problem detected. On the other hand, the failure found deformed carrier is related to the user/handling/manipulation of the device. Therefore, it was documented as adverse event to procedure.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic organ prolapse repair procedure performed on february 18, 2021. During the procedure, the dart detached from the suture outside the patient and stayed in the device. The procedure was completed with another capio slim device. There was no patient injury reported as a result of the event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic organ prolapse repair procedure performed on (B)(6) 2021. During the procedure, the dart detached from the suture inside the patient and stayed in the device. The procedure was completed with another capio slim device. There was no patient injury reported as a result of the event.